Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). Proceeded with the following testing to assure proper functionality of the unit.unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book).the adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 53 alarms were found on (B)(6) 2024 at 02:55:47.000 hour. During download review, pump error 53 alarm confirm in (adapt) and history download. File ID= (B)(4) line ID= (B)(4). Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies during visual inspection.per software engineering log investigation, it was determined that pump error 53 was trigger when pump attempts to re-initialized/establish communication due to unstable power to rf chip, software error. Esf# (B)(4). Force sensor zero offset within spec (22.5mv). Unit also received with broken battery tube threads, cracked case (battery tube), cracked case, pillowing keypad overlay, missing display window/cover, and scratched case. In conclusion unit came in with critical pump error alarm trigged by pump error 53.pump error 53 was cause by software error, unstable power to the rf chip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1782k. Customer reported a critical pump error/open book image error no harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned.